Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ventricular lead did not work when the device was interrogated. During reintervention, the lead was not maintained appropriately in the cavity of the pacemaker. It was impossible to screw it properly. The pt was not pacing dependent. The pacemaker was returned for analysis.